Event description:
It was reported the pt had lost the ability to increase the amplitude, and had started to feel a burning sensation on the left side from his chest all the way to his foot. The sjm rep met with the pt and diagnostics showed the contacts on the lead were within normal limits. It was reported different frequencies and pulse widths were attempted, but the burning sensation was not resolved. The pt described the issue had started after he heard a pop sound. X-rays did not reveal any anomalies. The pt was to f/u with the physician regarding the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.